Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During the left ventricular lead placement, the left ventricular lead became pulled back after being placed with an outer and inner catheter. The lead was removed and flushed with saline. Saline was observed exiting the lead body insulation. The source of the lead damage was unknown and the lead was not used. A new left ventricular lead was placed without incident. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.